Event description:
It was reported to philips that the device experienced an unspecified failure. Additional information was received from the philips field service engineer who confirmed there was no reported failure of this device. The device had been placed at the customer site as a loaner unit. There was no patient involvement.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device experienced an unspecified failure. There was no reported patient involvement or adverse patient/user impact as a result of the alleged failure.